Event description:
It was reported that the top control button of the compact air drive device was frozen and jammed. The reported event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the upper trigger was jammed and could not be depressed. It was further discovered that the device failed the power/torque test. Therefore, the reported condition was confirmed. It was further observed that the internal components of the device were corroded. The assignable root cause was determined to be due to internal mechanical component wear from inadequate cleaning and possibly immersion, which is failure to follow the directions for use. This was further defined as misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as mar 13, 2015 in the initial report. The device manufacture date has been updated as mar 13, 1998. If additional information should become available, a supplemental medwatch report will be submitted accordingly.